Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused false non sustained ventricular tachycardia episodes due to noise over sensing. The noise was recreated by pushing hands together. An insulation breach appeared as the origin of the observed myopotential over sensing. It was recommended to revise the rv lead but, in the meantime, programming options were delivered around sensitivity. The patient experienced more than two seconds of pacing inhibition with asystole as the patient is dependent. At this time the rv lead has been revised and surgically abandoned. The right atrial lead was also revised without any performance allegation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead caused false non sustained ventricular tachycardia episodes due to noise over sensing. The noise was recreated by pushing hands together. An insulation breach appeared as the origin of the observed myopotential over sensing. It was recommended to revise the rv lead but remains in service at this time. Furthermore, in the meantime, programming options were delivered around sensitivity. The patient experienced more than two seconds of pacing inhibition with asystole as the patient is dependent. No additional adverse patient effects were reported.